Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance suddenly decreased in early (B)(6). A history of head trauma was denied. The patient has been re-implanted in (B)(6) 2017.

Manufacturer narrative:
Device investigation did not reveal a technical defect of the electronics. This finding appears to be in contrast with the problems mentioned in the patient report. It was not possible to identify causes for the reported issues during the case investigation. The device electronics operates within specification during investigation. Further, during investigation the electrode was found to be damaged due to excessive mechanical stress, but due to the infeasibility of in-situ measurements it cannot be determined if the damage was already present whilst implanted or caused during explantation. Other damages found during investigation (i.e cuts into silicone body wires) are attributable to the removal surgery. This is a final report.

Event description:
The patient's hearing performance suddenly decreased in early (B)(6). The patient has been re-implanted in (B)(6) 2017.